Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss due to corroded battery tube and connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now. Customer's blood glucose value was unknown. The customer was able to troubleshooting. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. The customer states this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.